Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) to report a possible out of range error on (B)(6). Patient did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).